Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Device evaluation by manufacturer: on 27-dec-2017 a field service engineer (fse) cleaned and lubricated the z1-axis on the sampler mechanism. No further action was required. The g8 instrument was working within specifications. A 13-month complaint history review and service history review for similar complaints was performed for the g8, serial number (B)(4), from 26-nov-2016 through 26-dec-2017. There were two (2) similar complaints identified during the searched period, which includes this event. The g8 operator's manual under chapter 6 - troubleshooting, states the following: a 710 z1-axis error. An abnormality occurred in the up and down movement of the sampling needle. If this occurs during a stat assay, check that the container setting (cup or tube) is correctly set. The error also occurs when the sample vial was not recognized as a primary tube, due to the disoriented sample sensor. Chapter 1 - introduction and applications, states the following: a 1.8 limitations of the procedure. Total area: dilution studies demonstrate that the assay is linear from a total area of 500 to 4000. However, the optimum total area is 700 to 3000. The most probable cause of the reported event was due to z1-axis on the sampler mechanism needing cleaning and lubrication.

Event description:
On (B)(6) 2017 a customer reported getting 710 z-axis error message with the g8 instrument. The customer also reported that chromatograms had no total area. The customer is unable to run, which caused a delay in reporting of patient results for hemoglobin a1c (hba1c). A field service engineer (fse) was dispatched to address the reported event. There was no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.